Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 520 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with the issue and was informed that the sensor that they were using was at the end of its natural life span and needs to be changed as soon as possible. No further information was provided.